Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 198-32l l/n 3748956; the sample was received in used condition no discrepancies were observed. During testing: the test for te iso insertion depth was performed to the swivel connector. The test for te iso insertion depth was performed to the swivel connector; the test result was 7.5 lbs; the result is within specification since is between 7.1 lbs and 8.7 lbs acording to md01-106 rev 002 test for iso insertion depth. The internal diameter of the swivel connector was measured and the result was 0.408 in ; the results is withing specification (0.408 +0.003 -0.000) acording to pd 225-2421-500 rev 000 drawing body, single axis swivel. The customer reported condition was not confirmed. No fault found.

Event description:
It was reported that immediately after starting to use the product, there was a suspected air leak from the swivel adapter. After the customer removed the adapter, the air leak was no longer observed. No patient injury or complications were reported in relation to this event.